Event description:
The facility reported a colleague infusion pump that experienced battery failure. According to the facility, this event occurred in the "nurse's department." Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery failure was confirmed as a battery depleted alarm in the pump's event history. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device was previously serviced for the reported condition. During previous service, the batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).